Event description:
In 2007, I was asked to give a breathalyzer sample at the criminal process center. I observed condensation inside the clear tube leading from the mouth piece into the test device. This condensation obviously collected in the tube from previous test subjects. I am required by law to give a sample of my breath or lose my driving privileges for a year. I could not give a sample in gear of accidentally inhaling any airborne or foreign germs. This is not a proper sanitary practice and I have been getting the run around from local sources. You are, I understand, responsible for insuring the devices I have described earlier are being kept to FDA standards. Please have one of your representatives call me as soon as possible or call my legal representative.